Manufacturer narrative:
The device was manufactured july 19, 2017 - july 20, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. For flow related issues a functional flow test must be performed on the actual device to verify the flow rate accuracy of the device; therefore, the reported problem could not be objectively confirmed via the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor ¿did not infuse all the medicine¿. There was no patient injury or medical intervention associated with this event. No additional information is available.